Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 64.8cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15287. It was reported that the patient experienced several inappropriate shocks and presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead was double counting p-waves and r-waves. A chest x-ray revealed that the rv and left ventricular leads were dislodged. The device was turned off, therapy disabled, until the lead revision procedure. The leads were explanted and replaced. The patient was in stable condition and was discharged.